Manufacturer narrative:
D4: serial number not provided. Pending response from account/site/customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a modular cable and system controller exchange. The patient had no adverse effects directly after the change, international normalized ratio (inr) of 2.7, and was monitored for hours prior to being discharged home. Per the patient's family, the patient started having alarms at home and seemed confused. The patient attempted to change their batteries but was reportedly disconnecting everything and could not figure out what to connect after. The patient lost consciousness and emergency medical services (ems) were called. Ems performed chest compressions however the patient expired. Log files were submitted for review to get an idea of what happened prior to arrest. The log files captured multiple no external power alarms and driveline disconnects on (B)(6) 2023. There did not appear to be any alarms leading up to the no external power alarms and driveline disconnects. The no external power alarms were determined to be due to the patient disconnecting both system controller leads from power. At 3:00 pm on (B)(6) 23023 the driveline was disconnected without reconnection. Related manufacturer reference number: 2916596-2023-08699 (pump). Related manufacturer reference number: 2916596-2023-08700 (new system controller). Related manufacturer reference number: 2916596-2023-08703 (exchanged modular cable).

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was evaluated following the reported event of a controller exchange. Per the additional information, the system controller was exchanged due to damage observed on the driveline. The reported event could not be correlated to an issue with the system controller, (B)(6). The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 14sep2021. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a modular cable and system controller exchange due to driveline damage on (B)(6) 2023.